Event description:
As reported, a left brachial approach was attempted, however, difficulties were encountered crossing the subclavian artery which was 100% occluded. The lesion was crossed with a glide wire, angioplasty was performed with a 4x4 classique balloon and then followed up with a 4 x 15 ultra2 otw cutting balloon at 14 atms. Post-dilation was performed with a 5 x 2 diamond balloon. Immediately after, the pt started to experience chest pains and a drop in blood pressure. A right groin angiogram was performed which showed the aorta was intact; however, the pt's blood pressure continued to drop. An angiogram from the brachial access site was performed which showed a dissection of the subclavian artery. In an attempt to hinder the dissection, a 6 x 30 expres biliary stent was successfully deployed but did not help. The pt expired. According to the physician, the death is not related to the products used.